Manufacturer narrative:
The tech inspected the bed and could not duplicate the issue, the bed functioned as designed.

Event description:
The account alleged that the bed exit would set but would not alarm when the pt left the bed. No pt impact.